Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. Subsequently, the entire system was explanted, which includes the pacemaker and the right ventricular lead. It was noted that during the extraction of this lead, it snapped; however, the insulation did not completely break, and the lead was successfully removed. No additional adverse patient effects were reported. This device is not expected for return.